Manufacturer narrative:
Vyaire medical file identification: (B)(4). The service technician was unable to verify the reported complaint. The vent passed 70 hrs. Of extended test at customer's settings without any unusual alarm or error condition. I also passed the initial final test using automated testing fixture which test the total functionality of the ventilator as well as the initial alarm volume test with no restriction. The unit was opened and inspected and no anomalies were found. The ventilator was processed through service to meet all factory specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported blower motor not working on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.